Manufacturer narrative:
The product was returned for evaluation. The bone screw has come off of the head. A portion of the ring in the head is broken and missing. A portion of the ring on the other end is sheared. The head of the bone screw is slightly damaged. The diameter of the bone screw head, ring diameter and the diameter of the mas head at the ring slot were checked and were found within specification. It appears that the bone screw and mas head were subjected to excessive tensile load, which may have caused the ring to shear, causing the bone screw to come off of the head. Radiology films were received. The results of the film interpretation were not available on the date of this report. A follow up report will be sent when the films have been read.

Event description:
It was reported that the patient experienced back pain with bilateral lower extremity leg pain and severe radiculopathy with the left being greater than the right. The patient had associated neck pain for a couple of months. The patient's symptoms included aching, stabbing, throbbing type pain and numbness. The patient underwent surgical implant of posterior fixation instrumentation at l5/s1 and 360 degree fusion and decompression. The surgery was performed under life fluoroscopy. X-rays were obtained intra-operatively and appeared to be satisfactory. The pedicle screws and rods were in place and intact. No complications were noted intra-operatively. The patient was taken to the recovery room in stable satisfactory condition. In the recovery room, the patient's leg pain was completely gone and the patient had very little back pain. The patient was neurologically grossly intact. The patient was sent for final plane films. Immediate post-op films revealed that the multi-axial screw head had separated from the screw post on the patient's right. The patient returned to surgery the next day. The hardware was removed and replaced. Final x-rays were obtained. The surgeon did not see anything wrong with the screws on the patient's right or any particular abnormality with the screws on the patient's left. The patient tolerated the procedure well and was stable post procedure. She had simple back discomfort and was doing quite well.